Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 66 mg/dl. The customer stated that the low bg occurred due to hormonal changes. The customer consumed carbohydrates to address the low bg and a second personal profile setting was to be activated to help with the hormonal changes. However, due to eating excess food, the bg elevated to 258 mg/dl. The customer was to deliver a bolus of insulin to correct the high bg. The customer declined further follow-up.